Event description:
Product was applied to a laceration on right eyebrow of pt in 2002. Pt was examined by the primary care physician in 2003 and he determined that the laceration was infected and that the product needs to be removed. Follow-up questions to doctor had not yet been answered at the time of this filing.